Event description:
It was reported the pt had a lead revision due to the development of rib and chest wall stimulation. The leads were switched to a tripole array. No outcome was reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Result: other = lead x 2.